Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the left radial artery from the mid to distal target shunt. The 90% stenosed target lesion was located in the moderately tortuous left radial vein shunt. A 5.0 x 40, 40cm mustang balloon catheter was advanced to the target lesion and inflated to 12atms/60 seconds, 14atms, 60 seconds. During the third inflation at 14atms a balloon rupture occurred. The mustang balloon catheter was removed intact. The procedure was completed with another of the same mustang balloon catheter inflated to 20atms. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).